Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results of 2.5 mmol/l compared to unspecified readings obtained on a healthcare professional meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). Details of symptoms are unknown, and it is unknown who provided treatment of sugar and an unspecified tablet given to them by a pharmacy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "end of june 2026." All pertinent information available to abbott diabetes care has been submitted.